Manufacturer narrative:
Medical product: durasul, alpha insert, mm/36catalog# : 0100013713; lot# : unknown, biolox delta, ceramic femoral head, m, 36/0, taper 12/14catalog# : 00877503602; lot# : unknown, therapy date: (B)(6) 2014. Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
It has been realized that this case is a double entry. The incident is already reported with (B)(4). Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).